Event description:
X-rays and pictures were reviewed and it was identified that the nail is broken, and the blade and bolt should be concomitant devices not complained devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. X-rays and pictures were reviewed and it was identified that the nail is broken, and the blade and bolt should be concomitant devices not complained devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporters phone number. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, device history batch, device history review - null.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. X-rays and attached pictures were reviewed and it was identified that the nail is broken and the blade and bolt will be reported as related parts. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. Date patient pain began is not known. 510k: this report is for an unknown pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. It is not known if device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a proximal femoral nail antirotation (pfna) nail on unknown date. On unknown date in early (B)(6) 2018, patient suffered a sprained leg after disembarking a bus. Patient reports pain from the left thigh to the tibia. This report is for one (1) unknown pfna blade. This is report 2 of 3 for (B)(4).